Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient was still groggy from the procedure the day before the report. The patient was redirected to their healthcare provider. On (B)(6) the patient reported they had trouble going to the bathroom, they tried to void but nothing would come out. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the patient's retention was transient post op. No additional information was reported. There were no further complication reported or anticipated.